Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 360s-range mg/dl, 240s-range mg/dl, and 140s-range mg/dl, 289 mg/dl and 105 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.